Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a fluid leak was found in the cassette when the cycler door was opened during tear down. The pdrn confirmed there was no issue with overfill and no injury occurred. Per pdrn patient had completed treatment using the cycler and was removing the cassette from the cassette door when fluid was observed leaking from the cassette door. Per pdrn the patient was able to complete her treatment using the cycler. The patient was requested to come into the clinic as a result of the reported fluid leak and was provided with prophylactic antibiotic as a precaution. The patient¿s fluid culture results were negative and no adverse event occurred. Per pdrn the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded and was no longer available for evaluation.